Event description:
It was reported that the patient's indwelling arterial catheter insertion site exhibited profuse bleeding. At the time of the event, the arterial catheter remained functional, with the ability to aspirate blood and provide arterial blood pressure readings. An oxidized regenerated cellulose and gauze dressing was applied to the insertion site; however, the dressing became saturated within seconds. Upon assessment, a hole was observed in the arterial catheter near the hub. The arterial catheter was subsequently removed and exchanged over a guidewire. There were no reports of patient injury or adverse health consequences associated with this event. The patient's condition was reported as "fine". No additional medical intervention was reported. Good-faith efforts were made to obtain additional information regarding the reported device issue. A total of three documented attempts were made to contact the user facility; however, no response or additional information was received.

Manufacturer narrative:
(B)(4).